Event description:
Boston scientific received information that six days post implant, the patient with this right ventricular (rv) lead and left ventricular (lv) lead was subsequently hospitalized. A lead integrity test was performed and revealed that the rv lead had high thresholds. Lead dislodgement was suspected. An x-ray was also performed and confirmed that the rv and lv had dislodged. The physician elected to remove and replace the rv and lv lead. The rv and lv lead will not be returned to boston scientific at this time as their location is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.